Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Post-operative images revealed device infolding in the right common iliac artery. The patient remains asymptomatic with no blood flow challenges.